Manufacturer narrative:
The reported event of crm (B)(4) ail alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. CAPA reference: (B)(4).

Event description:
The customer reported ail alarms every 20 seconds during an infusion of dobutamine. The customer stated that this issue occurs in the cardiology department with one specific user. The user was instructed on how to insert the tubing into the ail sensor and the alarms have resolved. There was no report of patient harm. The customer declined an investigation.